Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector during user handling of the device. It caused an abnormality in electronic components and the suggested event occurred. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): - inspection of the endoscopic image. The user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "-when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the issue occurred due to fluid ingress in the plug body. It was also noted that light cover glasses were chipped and the light cover glass and optical cover glass adhesives were worn. The distal end cap the distal end adhesive were worn. There were minor marks evident on the insertion tube and the switch head was worn. There was water ingress at the scope connector and the angulation was out of spec and had play. There was clicking at the up/down control assembly and the device failed the electrical safety test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera elite colonovideoscope had an image fault with no image. The issue was found during reprocessing and the procedure was completed with a similar device. Inspection and testing of the returned device found that an e315 scope error occurred. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.